Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that during several cases with this device, the wire seemed to be caught and was not able to be removed from the catheter. The stiffening cannula was free and mobile and did not appear to be affecting the wire. After attempting to move/remove the wire guide, the wire guide became ¿frayed¿ and began to uncoil. It was also reported that most of these cases were completed by removing the entire device and starting with a new catheter set. There were no injuries reported.